Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The budde halo mounting bracket was not moveable and as a result it could not be fixed to the skull clamp. The device was not in contact with the patient, the patient was not injured and the event did not lead to increase the surgery time.